Event description:
Pharmacist has found small black flecks inside or imbedded in plastic IV tubing connected to the intermate-lv elastomeric pumps. Reported to the manufacturer, baxter healthcare, several weeks ago. Manufacturer states they are performing laboratory tests on black flecks, results are pending.